Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, occlusion test and prime test. However, unexpected no delivery alarm during excessive no delivery test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test.